Manufacturer narrative:
(B)(4). Additional information: the device was received and an evaluation was performed to investigate the reported event. The event history log review showed no keystrokes, programming, or use related events that could have caused or contributed to the reported event. A service history review was performed and revealed no issues that could have caused or contributed to the event. A visual inspection was performed with no abnormalities noted. The device was determined to meet functional and electrical performance specification requirements per rite (returned instrument test evaluation) testing. A simulated therapy was completed successfully and testing of the pneumatic system revealed all pressures to be correct and stable. Upon conclusion of the evaluation, no failure, malfunction, or increased intra-peritoneal volume (iipv) event was identified that could have caused or contributed to the event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced myocardial infarction (mi) and subsequently died coincident with peritoneal dialysis (pd) therapy. The cause of death was due to mi. On the same day as the event of death, the patient experienced mi at home and was taken by ambulance to the hospital, but subsequently died in the ambulance en route to the hospital. Treatment rendered for the mi in the ambulance was unknown. An autopsy was not performed. It was reported that automated peritoneal dialysis (apd) therapy was ongoing up until the time of death and the patient¿s last apd treatment was completed on the early morning on the same day as the event of death. It was also reported that the patient was not connected to the homechoice cycler or performing pd therapy with baxter solutions at the time of the mi or death. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.